Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardio cath lab, an intra-aortic balloon (iab) was inserted in a female pt. The md punctured the left femoral artery and inserted a teflon sheath with dilator. He then attached a blue one-way valve and vacuumed a balloon catheter inside of the tray to warp the balloon tightly. The md took the catheter from the tray horizontally per the instructions for use. The catheter was carefully advanced, but could not advance smoothly; severe resistance was felt. Finally, the md decided to remove the sheath and the balloon catheter together from the site. A new kit was opened and using the same insertion site finished the catheterization successfully. There was a 10 minute delay in therapy. There was no report of pt death, complications or injury. The pt outcome is pt is fine and does not have any complications.